Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated and cutting accessory fractured. One event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: one event was reported for this quarter. Product return status: one device was not available for evaluation. Additional information: one device was not labeled for single-use. One device was not reprocessed or reused. H3 other text : device discarded.